Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they saw a message pop up yesterday that said "pump had been stall". The agent asked and the patient confirmed they did have magnetic resonance imaging (MRI) yesterday. The patient was able to connect to the pump without issue and saw no alerts and the patient was able to deliver a bolus. The agent reviewed MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.